Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the unit on-site and found the failure to be random and recurring. According to the service report, both gas modules were replaced, but this did not resolve the issue. Subsequently, the control printed circuit board (pcb) was also replaced without success. Finally, both pressure transducer pcbs and the nozzle units within the gas modules were replaced, which resolved the issue. After these replacements, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The provided device logs confirm the reported issue. The replaced pressure transducer pcbs and the nozzle units were returned for further investigation. Visual inspection of the returned parts revealed no abnormalities. Simulated use testing of the parts passed a pre-use check. After passing, ventilation was conducted for three days without generating any alarms or errors. Following this, several pre-use checks were conducted successfully. No imbalance was noticed when measuring the wheatstone bridge on the pressure transducer pcbs, and no significant drift was observed when measuring the zero-pressure voltages. No significant dirt or debris affecting performance was found in the pressure sensors' cavity during microscopic investigation. The reported issue could not be reproduced during simulated use testing or during the measurements. To assess further whether the issue was due to the nozzle units, a mechanical force was applied to the nozzle spring and released. During release, it was revealed that the membrane got stuck, causing a delay on release. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used to regulate the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it, thus causing a delay in release. The pressure transducer pcb is part of the ventilator¿s pressure measurement system. A faulty pressure sensor can lead to inaccuracies in pressure measurement, which will be detected during the pre-use check. Alarms will activate if a failure occurs during ventilation. Our conclusion is that the reported issue could not be reproduced and the reason for the stickiness is unknown; therefore, no definite root cause can be established. Nevertheless, based on the analysis of the received logs, it appears that preventive maintenance has been executed in accordance with the prescribed instructions, meaning that the nozzle unit has been replaced during the annual preventive maintenance or after 5000 hours of operation. Consequently, the cause of the stickiness is early wear of the membrane.